Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple occlusion alarms occurred. System check with tandem technical support (cts) did not identify cause of occlusion. Customer changed pump supplies during system check. Customer declined further troubleshooting with cts. Customer's blood glucose was 112 mg/dl.